Event description:
It was reported that the user experienced low glucose while using a Dexcom G7 integrated with the iLet Bionic Pancreas, with the CGM displaying ¿LOW¿ for approximately 30 minutes and the user treating with oral carbohydrates (orange juice) without counting carbohydrates or entering meal announcements; the pattern suggested glycemic variability consistent with a roller coaster effect. Symptoms included hypoglycemia. Outcomes included resolution after oral glucose without emergency treatment or hospitalization. Investigation included complaint intake review and user education on hypoglycemia treatment and use of the system. Investigation of this case revealed no device malfunction reported and a probable behavioral contribution related to missed meal announcements and uncertain carbohydrate dosing, consistent with known causes of hypoglycemia in automated insulin delivery when meal inputs are omitted. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.